Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulties removing the balloon from the stent were encountered. After successful deployment of a 3x16mm taxus express2 stent at 11 atms the physician applied negative pressure to deflate the balloon. Upon retracting the balloon the physician felt resistant and believed it was stuck to the stent. The physician then decided to use the guide catheter to scrape the balloon out of the stent. The procedure was successfully completed. No additional intervention was needed. The patient was asymptomatic during this event. No patient injuries or complications were reported.